Event description:
Boston scientific received information that while being transported back to his room post implant, the patient experienced dizziness due to loss of capture from a micro dislodgement of the rv lead. Subsequently the patient was brought back to the lab where the physician elected to explant the lead. The physician requested a longer rv lead, which was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The performance of the lead under complaint was scrutinized, including a visual, mechanical and electrical inspection. The visual inspection showed cuttings in the insulation and deformations of the inner and outer coil which occurred most likely during the explantation procedure. During further analysis, a kinked inner conductor coil was detected. Consequently during the insertion of the stylet a resistance was confirmed. No other deviations were noted which might be related to the clinical observation as mentioned in the complaint description. The analysis did not reveal any sign of a material or manufacturing problem.